Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that they were having trouble getting regulated again. Patient said they will get the ins regulated for their bowels but then they wouldn't be able to hold their urine. Patient said if they slept over 3 hours, they would wake up and couldn't make it to the bathroom. Patient said the ins messes with their bladder and they can't hold their urine. Patient said they had tried all of the programs, even the 3 custom programs the healthcare provider (hcp) had added, and had increased stimulation on each until they couldn't stand it and then decreased stimulation to a comfortable level. Patient said this had been going on for 6 months or better. Patient also mentioned that the ins had been shocking them lately right beside their tailbone. Patient said it felt like somebody was sticking a big needle through it and they said they even felt it this morning. Patient said they would feel the sensation for 2-3 seconds and then it quit and they may not feel it for 2-3 more days. Patient said when they changed pr ograms for therapy relief, they would feel the shocking on each program and they would decrease stimulation, but that wouldn't help with either issue. Patient said at one point they turned off their ins and the sensation went away but said when they turn it off "I poop my pants", so they turned ins back on. Patient said it had probably been a couple of months that they had been feeling this sensation. When asked, patient did say that they had fallen but didn't remember when. Patient services reviewed therapy optimization options and redirected to hcp to check internal components and circuitry. Patient services recommended patient keep ins off until they see hcp, if possible, to avoid shocking sensation.